Manufacturer narrative:
(B)(4) the customer reported getting a red x which was cleared by running opcheck and the battery was getting hot. On (B)(4) 2011, the device was evaluated at the philips (B)(4) bench. The battery was not returned. The device did not initially power up and then powered up in a reboot cycle. This new information makes this complaint reportable. Corrupt software was identified as the cause. New software was loaded and the device passed all testing.

Event description:
The customer reported getting a red x which was cleared by running opcheck and the battery was getting hot. On (B)(6) 2011, the device was evaluated at the philips (B)(4) bench. The battery was not returned. The device did not initially power up and then powered up in a reboot cycle. This new information makes this complaint reportable.